Manufacturer narrative:
The device was being used for treatment and not for diagnosis the product instructions include with each laser et tube states in the warning section: "do not impact the laser shield ii with a laser beam. The reflective aluminum wrapping is exposed and energy of the laser maybe reflected onto the patient's tissue causing injury."

Event description:
Information provided by medwatch form (B)(4) received from the customer contact reported upon removal from the endotracheal tube, it was discovered the balloon had deflated at some time during the procedure (laryngoscopy) direct micro with a co2 laser and biopsy) due to a tear in the balloon. The physician was concerned particulates from the incident may have fallen into the patient's bronchial. A visual observation of the returned product had shown a diagonal gash across the length of the cuff. A magnified view of the gash indicated burned debris in the opened area and on the edges of the gash. This would indicate a laser had struck the cuff. In a follow up conversation with the customer contact stated the patient was x-rayed and the image "looked good." It was further stated there was, "no issue with the patient."